Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. No calcification was confirmed from the annulus to the subvalvular to lvot. During the procedure, multiple recaptures were performed because appropriate positioning could not be achieved and it was impossible to recapture the valve. A second 29mm navitor vision valve was selected for the procedure. It was implanted at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition. Additional information received on 05 mar. 2026: it was reported through the tht registry from japan that on (B)(6) 2026, the patient received a pacemaker due to conduction disturbance.

Manufacturer narrative:
It was reported that multiple recaptures were performed because appropriate positioning could not be achieved and it was impossible to recapture the valve during navitor implant procedure. A second 29 mm navitor vision valve was implanted at a depth of 2 mm on the non-coronary cusp (ncc). The patient received a pacemaker due to conduction disturbance. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.